Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The manual stapling handle made a loud noise. Felt like it 'gave way' and stopped using the device. The stapler failed to fire. There was no patient harm.